Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-00787. It was reported that the patient's is experiencing ineffective therapy. The patient declined manufacturer attempts to reprogram their therapy. In turn, the patient may undergo surgical intervention to address the issue. Note: since it is not known which device was causing the issue, all possible devices are being reported on.